Event description:
The patient was to receive a 5cc loading dose of demerol per lifecare pca ionfuser in ob recovery room following c-section. Pca device was set-up and added on to existing y-site extension set. Loading dose was begun and 2.4cc of demerol was infused when the pca read "occluded". Upon investigation, it was discovered that the y-site was still clamped. This was unclamped, but infusion failed to resume, so the loading dose button was again depressed to resume infusion. An additional 5cc of demerol was then infused to the patient totaling 7.4cc of demerol instead of previously prescribed 5cc demerol. The patient was closely monitored and released with no problemsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure, tubing, valve. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.